Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a low voltage/no external power alarm was confirmed via the provided log file. The log file captured low voltage hazard and no external power alarms on 26aug2025 ¿ 27aug2025 while the mobile power unit (mpu) was in use. These alarms appeared to have been caused by losses of ac power, as the voltage within both power cables steadily decreased during and leading up to the alarms. The alarms resolved within a few seconds when power was restored to the system, and no other notable events were observed. The pump operated as intended throughout the data. The mpu (serial number unknown) was not returned for analysis. Questions regarding the event were asked multiple times and no responses were received. Available information for this event suggests that the mpu remains in use. The root cause of the observed losses of ac power, resulting in the observed low voltage/no external power alarms, was unable to be conclusively determined through this analysis. The serial number of the mpu was not provided. He heartmate 3 patient handbook (section 5 ¿alarms and troubleshooting¿) and the heartmate 3 lvas instructions for use (section 7 ¿alarms and troubleshooting¿) instructs users on how to identify and respond to alarms that sound from their controller, including low voltage and no external power alarms. Low voltage alarms may lead to a no external power alarm. To resolve the low voltage/no external power alarm: 1. Immediately connect the system controller power cables to a working power source (functioning mobile power unit or two fully-charged heartmate 14 volt lithium-ion batteries). 2. Call your hospital contact immediately if connecting to power does not resolve the alarm. The heartmate 3 patient handbook (section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revisions of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the event log file captured a couple low voltage hazard events while the patient was using the mobile power unit (mpu) on (B)(6)2025 at 0231 and (B)(6)2025 at 0527. It appeared that the mpu lost total power enabling the backup battery (bb) in the system controller until power was restored to the mpu. Both instances lasted just several seconds.

Manufacturer narrative:
Section d4: device serial number was not provided, and manufacture date cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.